Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was implanted with a left nexgen cr-flex femoral component instead of a right femoral component. The patient was revised to a right femoral component the same day.